Event description:
Related manufacturing reference number: 2017865-2023-45404. It was reported that the patient presented with an infection. It was noted that the patient was allergic to the materials used to make the device. The patient was given antibiotics. The implantable cardioverter defibrillator and right ventricular lead were explanted and replaced with a leadless pacemaker. The patient condition was unknown. No additional information was available.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5120646. Serial number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, explant date, patient information, and customer information are unknown since the serial number was unknown. A device history record (DHR) review and review of sterilization records could not be performed as the product serial number is unknown.